Event description:
The customer's mother reported via phone call that the insulin pump alarmed low battery. As soon as the customer changed the battery the insulin pump alarmed failed battery test. Customer's blood glucose level was over 250 mg/dl. The infusion set had a bent cannula and air bubbles. Insulin was not delivered properly because of the air bubbles in the tubing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.